Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and alleging insulin pump was under delivering. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer¿s different blood glucose level was 400 mg/dl, 388 mg/dl and 354 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea, abdominal pain and difficulty breathing. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that they performed displacement test and the test results passed. Customer declined to perform the high pressure test. Customer troubleshooting was performed for high blood glucose level and declined troubleshooting for under delivery. The device will not be returned for analysis.